Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. During implant procedure of the ICD, the existing right ventricular (rv) lead's pin fell from the device port after the set screw torque wrench was heard to have "clicked" several times. The patient was pacer-dependent and reconnection of the lead was extremely urgent. After the rhythm was restored it was noted that the wrench could spin freely in the socket. The grommet was removed and it was confirmed that the set screw hex socket was stripped, trapping the rv lead pin in the header. A replacement lead and new ICD were implanted. No further patient complications have been reported as a result of this event.